Manufacturer narrative:
Follow-up #1; date of submission: 10/25/2016. The pump was returned and evaluated by product analysis on 09/28/2016 with the following findings. A review of the pump black box data revealed evidence of a cs 012 call service alarm. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms, errors, or warnings. The pump case was removed, and no internal moisture or damage was observed. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the bolus button cover was observed to be torn. The button responded properly to user presses. Additionally, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.